Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 9 </noe> malfunction events, where it was reported there was a cot tip event. All events had patient involvement; 1 patient experienced pain, 1 patient sustained an abrasion, and 7 had no consequences or impacts.